Event description:
Customer reported a past high blood glucose (bg) event with levels displayed as "high," although specific values were unknown. Cause was not known. To resolve the high bg, the customer changed the infusion set and cartridge. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.